Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0x78w, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that with previous implant over time she kept turning stim up and up and a few months ago, they diagnosed her lead wire had moved. She just had implantable neurostimulator (ins) replaced on (B)(6) 2017. The indication for use is other. There were no further complications that have been reported as a result of this event.